Manufacturer narrative:
New information has been received which indicates the revision date may have been (B)(6) 2012; however, this has not been confirmed.

Event description:
It was reported that revision is planned due to pain.